Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had three hypoglycemic episodes. The patient's blood glucose level was not recorded. The customer states that they are currently on the insulin pump but wants to revert back to injections. It was not clear whether the customer contacted their health care provider for the low blood glucose. No further information was provided.